Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported that they have parkinson's now and "don't know if a wire was crossed" because "at one point it became disconnected".

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead, (serial: unknown); product type: 0200-lead; brand name lead; product ID: neu_unknown_lead, (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.